Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer blood glucose level was 531 mg/dl at the time of incident and current blood glucose level was 385 mg/dl. Customer also stated that the insulin pump display was blank. Trouble shooting was performed for blank display and display returned. Customer was not feel ok to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.